Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous hypotube kinks. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was folded loosely. Microscopic inspection revealed a circumferential tear over the distal marker band. Marker bands were inspected, and no damage or irregularities were found. Inspection also revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did confirm the reported balloon burst as there was a circumferential tear over the distal marker band. There was no evidence of any damage or irregularities contributing to the confirmed balloon damage and reported crossing difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion and the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced but failed to cross the lesion and the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury nor complications were reported.